Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval of an unrelated issue. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was exercised for 24 hours and lost prime once. A review of the black box indicated that the loss of prime was associated with a loss of cartridge detection. The black box revealed several other instances when loss of cartridge detection had occurred. Investigation revealed a dislodged display screen and fully dislodged force sensor pins.

Event description:
During investigation, a dislodged display screen and dislodged force sensor pins were observed.